Manufacturer narrative:
(B)(4): the device was not returned to physio-control for evaluation. A third-party service agent will evaluate the device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off when they tried to charge defibrillation energy during treatment of a patient. The device was immediately powered back on and a 150 joules shock was administered to the patient. After approx. 2 minutes the user attempted to charge the device again for a second 150 joules shock; the device again powered off by itself. The device was powered back on, a 150 joules shock was administered to the patient. Two additional defibrillation shocks were administered to the patient without any issue. There was patient use associated with the reported event; the patient was brought to the intensive care in critical condition. There was no adverse outcome for the patient reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
\A third-party service agent evaluated the device, but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.